Event description:
Easy out did not work extending the surgical procedure.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A two-year search of the complaint database found no prior reports for this product number. Provided information states a synthes easy out was also used and did not work, used a 35mm screw into the cannulation which bit in so they could tap out. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.